Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, weight to the spec, deformation, crease fold, wear abrasion, and yellow particles on the shell. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " implant exchange due to concerns with the product" and capsular contracture baker grade IV.

Event description:
Patient reported " implant exchange due to concerns with the product." Healthcare professional reported capsular contracture baker grade IV. This record is for the right side. Device has been explanted.